Event description:
It was reported that, during surgery, the tip of the lasso broke off. The broken piece was retrieved from patient. A new lasso was opened to finish the surgery successfully. No harm or adverse event for patient, operator or third party was reported. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. Visual evaluation identified that the curved right tip fractured at the laser weld connection. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces while prying / leveraging the device.